Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing frequent episodes of both hypoglycemia and hyperglycemia while using the ilet device with a dexcom g7. The lowest recorded blood glucose (bg) was 40 mg/dl, and the highest was 284 mg/dl. The low bg was corrected with glucose tablets, and a factory reset was later performed. Insulin delivery resumed following the reset, and bg subsequently returned to range. The device provided high and low bg alerts. The user reported no symptoms. No medical intervention was required.